Event description:
Pt reported the vibroalarm of the infusion device is defective, and it takes "high effort" to press the menu button. On (B)(6) 2011, the infusion device displayed e6 mechanical error during a piston rod retraction. Pt replaced the battery and the battery cover, and the e6 mechanical error was resolved. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.